Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient experienced an acute hemorrhagic stroke and was in the emergency department on (B)(6) 2015. The patient¿s stroke was suspected to be attributed to a high inr, as the patient's inr was reportedly greater than 11 with a goal of 2-3. The patient was admitted to the neurology ICU and was intubated. The patient was reportedly considered too high risk for surgical intervention which did not provide clinical benefit. The patient was tested for brain death on (B)(6) 2015 and expired on (B)(6) 2015. The data log file was reviewed by the manufacturer¿s technical services and incidentally, a low voltage advisory alarm and multiple pi events were observed. It was reported that the low voltage advisory alarms were expected for the patient as he was prone to continually allowing his batteries to deplete despite training.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned. A correlation between the device and the reported event could not be conclusively determined. Stroke, bleeding, and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.